Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was not working, error e226. There were no reports of patient involvement. The issue occurred during inspection for use.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connector pin / coupler unit corrosion and cable unit leakage a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts due to wear and tear. The cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.